Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged to replace the pump.